Event description:
It was reported the patient's blood glucose (bg) level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Due to hyperglycemia the patient experienced nausea and extreme stomach pain. The patient called their doctor and was prescribed zofran for the nausea. Additionally, they were advised to remove the pod and take 2 units of rapid insulin by pen injection every two hours until their bg levels were under control and to replace a new pod at a new site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.